Event description:
During an inspection, the customer reported that the device would deliver 420j for a 360j setting and had illuminated the service indication. Physio-control's device evaluation at the failure analysis center found it was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be a shorted ic chip (u1) and two shorted diodes (cr 15 and cr6) from the analog pcb assembly. A replacement device was provided to the customer.